Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the touchscreen failed to be manipulated properly. There was no patient involvement. Calibration was performed but nothing changed. The service engineer replaced the touchscreen, and the issue was resolved. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.